Manufacturer narrative:
With investigation results will be provided in the final report.

Event description:
It was reported that the patient did not follow the recharge protocol, thus the ipg became inoperable. Therefore, surgical intervention took place on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced. Therapy has been restored post-op.